Event description:
The customer returned the device stating, ¿the pump got stuck during update. When it was going to be upgraded, the pump crashed in the middle of the upgrade¿; during device evaluation it was found that the downstream occlusion (dso) seal has cracks. There was no patient involvement.

Manufacturer narrative:
Device evaluation: per visual inspection; display glass scratched, and downstream occlusion (dso) rubber seal has cracks. The customer's reported issue could not be duplicated. A software update could be carried out without any problems. It is recommended to connect the pump to the power supply during a software update and not to disconnect it until the update is complete. Software update is performed. Also, the display glass and dso rubber seal will be replaced. No previous repair history related to the current complaint was noted for the last twelve months.